Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise and a fast atrial fibrillation. The patient was exercising at the time of the event. There was some atrial fibrillation with a high heart rate that was in the device's shock zone. Technical services discussed that the shock was appropriate based on the intrinsic rates. The clinic will decide if any programming changes will be made. There were no additional adverse patient effects. The system remains implanted.